Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report# 1627487-2018-09248. Reference MFR. Report# 1627487-2018-09250. It was reported (australia) the patient experienced discomfort (stated as shocking like sensation). As a result surgical intervention was undertaken wherein the ipg was explanted and replaced. During the surgery it was found the 2 paravertebral leads implanted at l4-5 were migrated. As a result, the leads were also explanted and replaced to resolve the issue.

Manufacturer narrative:
The reported event of migration cannot be analyzed via laboratory testing.

Event description:
Device 3 of 3 :reference MFR. Report# 1627487-2018-09248 ; reference MFR. Report# 1627487-2018-09250.